Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. The patient experienced inaccurate cgm values which occurred 3 days after the sensor had been inserted in the abdomen. On (B)(6) 2024, the patient went to her doctor¿s office for an appointment of a 6-hour glucose tolerance test. At the 2nd hour of the test, the patient experienced dizziness, shaking, blurry vision and then had a seizure. The patient¿s cgm was reading 65 mg/dl and no bg meter comparison was taken at this time. The patient believed that she was not at 65 mg/dl that time based on what she felt. At an unspecific time later, the patient came back to normal condition with a bg meter check which was 52 mg/dl. The cgm value at that time was not documented. The patient was treated with intravenous. There was no documentation of further medical evaluation or intervention for hypoglycemic seizure. At the time of the report, the patient was doing fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizures.